Manufacturer narrative:
E1: event city: bogoata d.c. Event country: colombia . Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose and treated it using an insulin pen on (B)(6) 2026, the event lasted for greater than four hours and the patient did not have sufficient subcutaneous tissue at the insertion site. The insertion site was abdomen.